Event description:
Broken plate4.5mm broad dcp 226.12 12-hole4.5mm cortex screws x 125 - 214.028 28mm3 - 214.030 30mm2 - 214.032 32mm1 - 214.036 36mm1 - 214.038 38mmdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.